Event description:
A family member reported that the up arrow and down arrow keypad buttons became intermittently unresponsive about two weeks ago. She stated that more force is required to obtain a response, and the buttons feel mushy. The family member stated that the keypad is worn but there are no holes or tears. She stated that the patient wears the pump on his belt with a pump skin, and does not clean the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.